Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips returned without vial (loose strips) - unable to test. Most likely underlying root cause of malfunction: strip issue.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer reports symptoms of sweating, headache, weakness, fatigue, shakiness and dizziness. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot#ps2326 manufacturer's expiration date is 05/20/2018. The meter memory was reviewed for previous test result history: reviewed meter memory: low, (B)(6) 2016 12:16 pm, fasting: yes, the customer is stated the meter is reading "low" and the customer stated she is experiencing symptoms of low blood sugar.